Event description:
Reportedly, the problem with the subject programmer is that the printer does not work and the display is intermittent.

Event description:
Reportedly, the problem with the subject programmer is that the printer does not work and the display is intermittent. Preliminary analysis of returned programmer did not confirm the reported event. However, the screen flex cable should be replaced.

Event description:
Reportedly, the problem with the subject programmer is that the printer does not work and the display is intermittent.

Manufacturer narrative:
Event: corrected. Preliminary analysis of returned programmer did not confirm the reported event. However, the screen flex cable should be replaced.

Event description:
Reportedly, the problem with the subject programmer is that the printer does not work and the display is intermittent.